Event description:
The patient stated her frequency symptoms had returned. The patient was not feeling stimulation while therapy was on. The patient reported falling out of her van about two weeks prior to call. The patient return of symptom was noted in (B)(6) 2016. The patient felt stimulation in the correct area and feeling stimulation comfortably at 3.1. The patient later called and stated that she wondering if the fall from the van could be tied to the reason she had a change in therapy. The patient was instructed report this to their doctor as they could be tied. The indications for use for this patient were gastrointestinal/pelvic floor.

Event description:
Additional information received from a patient reported the patient was coming out of "pep boys" and they went to the car to turn it on so that she could go back to help her husband who has parkinson's disease. As they were getting out of the car, they tripped over their cane, head first. They began to roll under the van and she screamed for help and "people came from everywhere." They hurt their side (the same left side that they were being treated for shingles nerve pain).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.